Manufacturer narrative:
Event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this custom tubing pack had blood loss detected. The use of the device was unspecified. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no visible air in the package. There was no transfusion required. The problem occurred three times. A package was not opened to be a supplement and there was not a supplement to another